Event description:
It was reported that the unit emits a beeping sound and displays error code 46011. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the unit emits a beeping sound and displays error code 46011¿ was confirmed through functional testing. The probable cause was a faulty motherboard. End of support, no repair activities were performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.